Event description:
An adc customer reported that on he received readings of 74mg/dl and 161mg/dl on his fs lite meter and as a result he reportedly self-treated with 50 units of insulin. Customer further reported he experienced both a loss of consciousness and seizure however, during troubleshooting the customer hung up and the medical survey was not completed. The date of the medical event is unknown. Unsuccessful attempts have been made to contact the customer to clarify the medical event. No third party intervention or diagnosis was reported. There was no report of death or permanent impairment associated with this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery an interventional procedure. Reportedly, the exchange sheath was either difficult to split or failed to split completely. Resistance was felt during thumb advancer deployment. The physician reported that this has occurred from (B)(6) 2010 to (B)(6) 2010 with the new sheath material. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available or provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The exchange sheath was completely slit and undamaged. The vessel locator wings and flex-guide were also undamaged. The thumb advancer had been unlocked and retracted proximally. The garage tube leaves and pusher fingers were flared outward; the positions indicate this was done post deployment. During the examination of the internal components they were found in the corresponding positions to the external and undamaged. Based on the investigation findings, the root cause for the reported experience could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.